Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted n eurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the rep said she docked the wireless recharger (wr) for 5-7 minutes and the battery indicator was still flashing. Ts had rep try to reset on the dock and off the dock, but device won't even turn on. Rep confirmed there is power to docking station. The issue was not resolved through troubleshooting. The issue occurred prior to use with patient.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial (B)(6) : product type recharger h3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.